Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable as the lens was inserted and removed. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of a zcb00 24.0 diopter intraocular lens (iol) a vitrectomy was required. The physician chose another lens. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/09/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) was observed on the lens optic body. Loose particles were observed on the sample compatibles with handling the lens out of the sterile environment. The lens haptics were observed at folding position. No manufacturing defects on the lens optic and haptics were detected. The reported issue could not be verified on the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaint received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.